Event description:
This report is for two (2) synflate vertebral balloon. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates both complained devices showed no evident irregularities which could explain elevated pullback forces. The complaint cannot be comprehended. The complained catheter batch underwent a detailed technical analysis and the associating manufacturing and test documentation was checked in order to determine whether a deviation in the manufacturing process could be the cause for the failure. The review of the manufacturing and test documents accompanying the batch showed no non conformances in relation to the observed failure mode.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: a synflate vertebral balloons , large, was inserted into the first cannula with correct expansion. Surgeon could not remove the balloon. The balloon together with the cannula was eventually removable. Surgeon tried again with another large balloon and the same thing happened. Surgeon then selected a medium sized balloon and there was a not problem with the medium size. The operation was successfully completed.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device has been returned and the investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.